Manufacturer narrative:
.

Event description:
Clinic notes were received indicating that the vns patient was hospitalized several times due to exacerbated seizure clusters. The patient¿s medications were adjusted. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient's seizure exacerbations were first observed (B)(6) 2013. The physician stated that the patient developed an allergic reaction to all anticonvulsent medications. Vns alone or with daily vimpat was not effective in helping the seizures. Notes were received dated (B)(6) 2013 (post vns implantation, but prior to vns activation). Patient has a history of recurrent seizures. Had vns placed on (B)(6) 2013 had some breakthrough seizures since then. Lamicatal was effective but became less effective as patient developed urticaria so weaned off medicine. On this day (B)(6) 2013 patient was programmed on to 0.25 ma, 30 sec on and 3 min off which patient tolerated well.